Manufacturer narrative:
Manufacturing evaluation was completed. Received device has marks and scratches visible on the surface. The plate (article # 04.117.004s / lot # l264837) was produced as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the complaint part. This confirmed the results of the DHR. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for distal humeral fracture on (B)(6) 2017. The variable angle ¿ locking compression plate distal humerus plate could not be locked when the variable angle locking screw 12 mm was inserted to the most distal hole (ulnar side) of the plate. However, the distal humerus plate in question could be locked when this locking screw was inserted to the most distal hole (radial side). The surgeon re-positioned the plate in question. When the locking screw was inserted again to the distal two holes (ulnar and radial sides), the plate could not be locked in either hole. Another distal plate without a support was tried during procedure; it could not be locked with the locking screws 12 mm in the distal holes. When other screws were used, the plate without the support was locked. The surgery was extended for twenty (20) minutes. No adverse consequence to the patient was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Investigation summary: as received condition of device: 1x article 04.117.004s with lot l264837 / va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat returned and forwarded to manufacturing plant raron for investigation: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. Received device has marks and scratches visible on the surface. The plate (article # 04.117.004s / lot # l264837) was produced as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the complaint part. This confirmed the results of the DHR. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.